Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was powering off during use. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the end of (B)(6) 2012. The patient's testing frequency is not known; however, according to the csr's documentation, the patient manages his diabetes with an insulin pump. It is unclear if the patient is on a sliding scale based on his blood glucose reading with the subject meter. Following the reported power issue, it is not known if the patient tested his blood glucose with a secondary/ back up meter. According to the csr's documentation, on (B)(6) 2012 (at 8am) the patient reportedly continued with his usual dose of medication (14 units of humalog insulin). The patient denied developing symptoms as a result of the alleged power issue. According to the csr's documentation, on (B)(6) 2012 (at 12pm), the patient reportedly obtained blood glucose readings of "20 and 120mg/dl" with the emergency medical service's (ems) meter and at the same time was administered IV glucose by the health care professional as treatment. The reason ems was contacted is not clear, it is not known if the patient obtained the blood glucose readings of "20 and 120mg/dl" with two different ems's meters, and it is not specified if the patient obtained additional medical intervention after the alleged issue occurred. During troubleshooting, the csr noted the subject meter's batteries did not need to be replaced (per owner's booklet recommendation), there was no misuse of the lfs product, and the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the alleged power issue, reportedly obtained a blood glucose reading of "20mg/dl" with the ems's meter, and was allegedly treated by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.